Event description:
It was reported that the drain was used during back surgery. When the drain was removed the distal end of the drain broke and remained within the patient. Additional procedure performed to remove the distal tip of the drain. Patient was discharged home with out additional complications.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.